Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s926usqs6dze2. Hardware: sm-s926u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device. The patient stated that the pod gave him a reaction on the skin, and he had to visit their family doctor on (B)(6) 2026. Symptoms reported by the patient include soreness with pus and white stuff. He stated when he took the pod off, and there was insulin under the pod. The patient was diagnosed with infection. The patient was treated with antibiotics. The patient was discharged the same day. The pod was discarded by the patient.